Event description:
The customer reported a grey screen and no image when initiating fluoroscopy x-ray. This resulted in a loss of the live image. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The reported issue could not be identified or duplicated. The sys was operating as intended. As a precautionary measure, all circuit boards and connectors were reseated.